Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that screws were loose at t12, l5, s1 and that pseudoarthrosis was noted at both levels.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show ap and lateral views of lumbar spine preoperatively show pan lumbar disc degeneration with collapse of the disc spaces. Lateral osteophytes are seen at l1/2, l2/3, l3/4 and l4/5. Stenosis is reported but cannot be confirmed. Scoliosis is also reported but not present in these films. Subsequent postoperative films show long construct with contoured rods from t12 to s1 with cross link and capstone spacers at l4 and l5. Reported loss of fixation at the thoracolumbar junction and lumbosacral junction is a known risk of this procedure. They are noted and treated with alif at l5 and reinstrumentation of the construct from t12 to s1. No pmma augmentation is noted.